Manufacturer narrative:
(B) (4).

Event description:
Patient reports following an implant, he experienced a loss of therapeutic effect and stimulation in the wrong location. Patient wanted the battery in a different location. He underwent a pocket revision and is happy with the change.